Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2022 with non-sustained right ventricular oversensing (nsrvo) alert on the implantable cardioverter defibrillator (ICD). Review of the transmission revealed that they were caused by post paced t wave oversensing. The patient did not receive therapy during the oversensing. The device will be monitored going forward. There were no adverse consequences to the patient.